Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using a evis exera iii duodenovideoscope with a single use distal cover, upon withdrawal of the scope at the conclusion of the procedure, the distal cover was found to be missing from the end of the scope. The patient later coughed up the distal cover while in the post anesthesia care unit (pacu). There were no adverse effects to the patient. The patient was discharged home post procedure with no further complications. The user states there were no anatomical or procedural challenges that could have caused or contributed to the distal cover coming off. There was no abnormality in the appearance of the scope or distal cover prior to insertion into the patient. The distal cover did not appear cracked or otherwise damaged when it was retrieved (after the patient coughed it up). The distal cover is not available for evaluation and no images can be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported event with a distal cover from a lot on hand. It was conformed it is not likely for the distal cover to come off the scope when there is no damage to the distal cover, and it has been applied according to the instructions for use. The definitive cause of the reported event could not be established. Based on the results of the investigation, the cause of the distal cover falling off could be from the following: 1) the cover was easily removed from the scope due to insufficient attachment to the scope. 2) when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) state: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus obtained the following additional information: the recovered tip cover was not damaged. There was no abnormality in the scope and tip cover before use. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: when removing the distal cover from the scope, the cover is damaged and removed. Since the cover recovered from the patient was not damaged, it is probable that it was easily removed from the scope due to insufficient attachment to the scope. However, since the customer has confirmed that the tip cover will not come off before use, it cannot be concluded that the cause is insufficient installation. In addition, it is said that the cover recovered from the patient was not damaged, but it is possible that the damage was unnoticed. However, since the actual product has not been returned and has not been confirmed, it cannot be determined that the damage was the cause of the dropout. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.